Event description:
It was reported by the aci sales professional that a patient underwent a catheterization procedure, exact date unknown but occurred sometime between (B)(6) 2010 (no procedural or patient information provided). The physician, a trained user of the mynx, used the device for femoral arterial closure. It was reported that an intra-arterial deployment occurred. The patient was reportedly treated percutaneously with laser atherectomy and the physician was satisfied with the re-established flow. There were no further reports of clinical sequela to the patient. No further information could be obtained.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the limited information received the cause for the reported intra-arterial deployment could not be determined. The intra-arterial deployment could be sealant that was misdeployed. However, without the source documents or the material to perform chemical analysis, the root cause of the reported sealant misdeployment and composition of the occlusion could not be conclusively determined. In addition, there was no information provided regarding a femoral angiogram to assess suitability of closure, and no information was obtained regarding how the intra-arterial deployment occurred. Per the mynx IFU, maintain adequate tension on the balloon catheter (to ensure the balloon is abutting the arteriotomy), open procedural sheath stopcock, then detach shuttle and advance until resistance against the balloon is felt. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.